Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue mx500 patient monitor did not alarm for a tachycardia event on (B)(6) 2021 between 07:00-08:00. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. During testing, the fse was unable to reproduce the reported issue. The monitor alarmed as intended and no trouble was found with the device. As the alarm review and status / configuration report from the bedside monitor as well as the clinical audit log and trend data review from the central station were not made available for analysis by philips product support engineering (pse), further investigation was not possible. Based on the available information, the exact cause for the reported issue could not be determined. Section b event date was corrected.